Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their keypad not responding. The customer's blood glucose level was 400mg/dl. The customer treated with the pump. The customer states their levels were high due to bolus and keypad issues. The customer declined to troubleshoot the device and states they would call back at a later time.